Event description:
Internal investigation revealed dendritic growth was observed on the routed edge of the printed circuit board assembly inside a returned affected generator. It is believed that conductive residues deposited on the edge of the circuit board during the laser-routing manufacturing process likely promoted an environment conducive for dendritic growth to occur between test points on the telemetry and reset circuits. The probable root cause is considered related to the laser-routing process (manufacturing error caused event).

Event description:
It was reported that when the patient's device was interrogated on (B)(6) 2018 all output currents were set to 0ma. The doctor therefore programmed the patient back on at this time. The patient was seen again on (B)(6) 2018 and the output currents were disabled again. All other parameters (frequency, pulse width, and duty cycle) were unchanged. At the next appointment, the patient's output currents were not disabled. Diagnostics were within normal limits. The patient reported that she could tell when the device was stimulating based on voice alteration and the sensation of stimulation; the patient thought that the device stopped stimulating on (B)(6) 2018.. The generator's internal data was reviewed. Evidence of two hardware resets were identified. One on (B)(6) 2018 and one on (B)(6) 2018. The patient that she had had no recent mris and that her last surgery was in (B)(6) on her hand. After the surgery, she was still feeling stimulation. In addition, the doctor and patient reported that a magnet wasn't present during interrogations. She again indicated that she believed that the generator had turned off on (B)(6) 2018. The manufacturer's device history records of the generator were reviewed. The generator passed final functional and quality tests prior to release. No further relevant information has been received to date.

Event description:
Internal investigated reported that while the root cause is undetermined, the issue appears to be related to temporary power loss within the generator related to an unknown hardware failure that may have contributed to an intermittent loss of power.

Event description:
Additional tablet data from 05/21/2018 was reviewed. Per the data, the hardware reset was overridden on 05/21/2018 and the patient was programmed back on to the intended settings. The hardware reset occurred just before interrogation on 05/21/2018. No further relevant information has been received to date.

Event description:
The patient's generator was replaced and returned for analysis; however analysis on the suspect product has not been completed to date.

Event description:
Product analysis was completed on the returned generator. Results of diagnostic testing indicated the device was operating properly and communicated properly. The reported hardware reset was not duplicated during testing in the product analysis lab. The generator performed according to functional specifications. However, due to the nature of the complaint, the generator will be monitored further and will be interrogated periodically to identify if a reset condition occurs. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The planned further analysis has not been completed to date.

Event description:
It was reported that by using the on time and duty cycle to calculate when the device became disabled, there was evidence of a 3rd reset occurring on 06/14/2018 in addition to the other two. A review of the available data in the manufacturer's programming history database for the patient's previous generator showed no evidence of unexpected device resets. The patient reported to the company representative that she was "old school" and hadn't gotten any new technology at the times that the resets happened. There was no known other environmental changes that had occurred. New technology, the patient also reported that she didn't put a tablet on her chest near the generator. The patient also reportedly did not use the magnet often to either stop or initiate stimulation. In addition the patient could reportedly easily tell when her device turns off. No known additional unexpected device reset had occurred at the time of the report. No other relevant information has been received to date.